Event description:
It was reported that the battery of this pacemaker had a year remaining and was now down to four months. Boston scientific technical services (ts) reviewed data and confirmed that the device was already almost eight years old and was falling within expected longevity for this device. There were no advisories for the battery. The apparent drop could be attributed to the device transitioning from the coulomb counter and voltage to purely voltage. Moreover, additional information received indicates the data analysis of this device confirmed that the power usage has increased slightly, however, this does not appear to be enough to account for all the longevity change. This device does not save enough daily data to determine the exact cause of the power increase. To date, this device remains in service. No adverse patient effects reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis noted that anomaly was consistent with the supplied battery component which may have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis noted that anomaly was consistent with the supplied battery component which may have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker had a year remaining and was now down to four months. Boston scientific technical services (ts) reviewed data and confirmed that the device was already almost eight years old and was falling within expected longevity for this device. There were no advisories for the battery. The apparent drop could be attributed to the device transitioning from the coulomb counter and voltage to purely voltage. Moreover, additional information received indicates the data analysis of this device confirmed that the power usage has increased slightly, however, this does not appear to be enough to account for all the longevity change. This device does not save enough daily data to determine the exact cause of the power increase. To date, this device remains in service. No adverse patient effects reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker had a year remaining and was now down to four months. Boston scientific technical services (ts) reviewed data and confirmed that the device was already almost eight years old and was falling within expected longevity for this device. There were no advisories for the battery. The apparent drop could be attributed to the device transitioning from the coulomb counter and voltage to purely voltage. Moreover, additional information received indicates the data analysis of this device confirmed that the power usage has increased slightly, however, this does not appear to be enough to account for all the longevity change. This device does not save enough daily data to determine the exact cause of the power increase. To date, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.